Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires of the instrument was broken during procedure. Occurred on the 1th use. Left 13 credits. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Annex g was updated to reflect the failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed thermal damage was observed on the instrument and arcing was observed during the procedure. When the arcing event occurred the grasper instrument was also in use. The complaint was caused by the instrument associated with the issue. The patient did not experience any injuries as a result of the reported issue neither during the procedure or after.

Event description:
Refer to h11 for follow-up information.